Event description:
During index procedure, 1 endeavor sprint stent was implanted to the mid rca. Three days post index procedure, an mi is reported to have occurred. Pt was readmitted to hospital complaining of left-sided chest pain and shortness of breath. Elevated troponin of 0.14 was observed. A left ventriculography was performed which showed a patent rca stent and non-obstructive plaquing of the lad and lcx. Pt recommended to continue with medical therapy. Investigator assessed relationship of event to study device as remote.

Manufacturer narrative:
(B)(4). Result: (mi).